Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 2126, the device was programmed to deliver an unspecified bolus dose of midazolam (1mg/1ml) at a rate of 999ml/hr to a ventilated patient. Reportedly, after the bolus was delivered, the pump was reprogrammed to deliver 65ml of midazolam at a rate of 999ml/hr instead of the intended rate of 3ml/hr. Four minutes later, the bag was found "dry." The patient was treated with two unspecified doses of flumazenil and an electrocardiogram was performed. The pump was removed from service and the infusion was discontinued. At an unspecified time, a replacement device was used to initiate an unspecified infusion of propofol "when the patient was in need of more sedation." There were no reported adverse patient sequelae. Though requested, no additional information was provided.